Manufacturer narrative:
(B) (4). Results: death; ruptured thoracic penetrating ulcer; wire. Conclusion: ruptured thoracic penetrating ulcer; wire.

Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of a penetrating ulcer of the descending thoracic aorta with chronic type b dissection in the thoracic aorta. The aorta diameter 20 mm proximal to the aneurysm is 32 mm in diameter, immediately proximal it was 33 mm, distal to the aneurysm it was 36, 2 cm distal was 34, at the cellac it was 27 mm in diameter. The aneurysm is saccular in shape. The pt presented five months ago with a couple 1.2 cm descending thoracic aortic penetrating ulcers. The pt returned three months later and there was now a bleed into the penetrating ulcer which resulted in a type b dissection which expanded the penetrating ulcer. The pt was treated first with another MFR's graft that was sewn in the common iliac artery. The physician placed a sheath in the conduit, but had difficulties advancing the wire and the wire dissected the left vessel. The physician then successfully advanced and deployed the talent stent graft at the level of the subclavian artery. Then the physician successfully implanted two stents (9x57 balloon expandable and 10x25 self expanding stent) in the iliac limb where there was a dissection. The pt was closed and sent to recovery. It was reported later that evening the pt became hypotensive. The CT demonstrated that there was blood around the retroperitoneum on the right side. The pt was brought back to the operating room and there were no endoleaks present. There was a small arterial bleed of the lower aspect of the femoral nerve, the physician treated with a small microchip and the wound was irrigated with antibiotic solution. There was no further bleeding and the pt was closed again. The following day there was a CT performed; there were no endoleaks present. On the third day post index procedure, the pt had an intracranial hemorrhage in the left cerebella hemisphere. It ws reported the pt expired later that day. The investigator's assessment was that there is no device or procedure relationship.